Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing after 45 units were primed during the fill tubing process. Reportedly, the customer screwed the luer lock on at an angle. The customer disconnected and reconnected the luer lock straight. Subsequently, insulin was observed exiting the tubing. The customer's blood glucose (bg) level was not impacted due to the fill tubing issue. In addition, the customer experienced a low bg level of 55 (mg/dl). The cause of the low bg level was unknown. Soda was consumed to address bg level. A pump system check was performed and no device issue was identified. During follow up, the customer reported bg levels had returned to target.